Event description:
Additional information was received from the patient. They called back and reported they continued to experience therapy concerns. The patient said they had the interstim implanted for both bowel and bladder control but they were not getting therapeutic effect for either. The patient also was concerned that they were not feeling stimulation sensation and stated they had had multiple falls and believed the ins migrated to the opposite side. External device use was reviewed with the patient. The patient was able to connect successfully to the ins and increased amplitude until they felt stimulation sensation. The patient commented they had cycling programmed to be on for 15 seconds and then off for 5 seconds. The patient was advised to follow up with their managing physician regarding the ins site and therapy concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on 2025-01-22. They called back to report that they received two follow-up letters from the manufacturer regarding this case. The patient mentioned that they were supposed to have an appointment with their managing healthcare provider (hcp) on (B)(6) 2025, but they were told the hcp did not want to see them. The hcp told the patient to turn the ins off, so they turned it off as they were instructed. As a result, the patient had a return of symptoms. The patient mentioned that today they had times when they had to go to the bathroom but they couldn't make it in time, and a couple of days ago they had to use the bathroom real bad could didn't make it in time. The patient's next appointment with their managing hcp will be in 5 months. In response to the follow up letter the patient indicated they did not know what the fall's affect on the implant was as their managing hcp won't see them. They noted that the cause of not feeling stimulation was not determined for the same reason. They indicated that they were unsure what the cause was, but said it could be falls or other things. The patient mentioned that they were hospitalized for pneumonia and covid in the last 6 months. It was unknown what steps would be taken to resolve the issue. This had not been resolved. The patient noted that they had told the head of the gu department at the va about the issue, and they scheduled an appointment with the patient's managing hcp. When asked if the therapy was working for them they stated they were not on any kind of therapy. It was unknown if the therapeutic benefit had improved or if device removal was planned. The patient said the device was turned off by their doctors.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy is not controlling their symptoms. The caller reports that it was working fine several weeks ago, but now they are not feeling anything. Helped caller connect to implant. Each time they tried to increase the settings the screen would change to device not responding. The caller reports that they have had a couple of falls and that the device moves around under their skin. After multiple unsuccessful attempts in trying to adjust, redirected caller to hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.